Event description:
The following was published in the journal of internal medicine: april 2014; 53: 2405, 2014. An angio-seal device was used for hemostasis on a patient following percutaneous coronary intervention due to stable angina. A few hours later, a murmur was audible at the puncture site and the patients peripheral pulse became weak. An ultrasound indicated the presence of an emboli around the area of the vascular closure device. Surgical intervention revealed that both the anchor and collagen were incorrectly seated inside of the femoral artery. The components were removed and the femoral artery was repaired. Doi: 10.2169/internalmedicine.53.3036.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the patient (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.